Manufacturer narrative:
Customer reported a rt12 rotor was broken into pieces on their statspin mp unit; however, pieces were contained inside the unit. There was no report of exposure to the operator or impact to patient results. The customer decides not to return for further evaluation.

Event description:
Customer reported rotor broke into pieces.